Manufacturer narrative:
Follow up #1 (04/4/2014)-device evaluation: the test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) (B)(4) 2014 with the following findings: the alleged complaint with the test strips was not confirmed, however a secondary issue unrelated to the complaint was found. While testing with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (07/08/2014). The patient¿s meter has been returned on 5/15/2014 and evaluated by lifescan product analysis on 6/25/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) , alleging blood reading as control. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.